Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited setscrew issues. The right atrial (ra) lead connected ok and the device remains in use. No patient complications have been reported as a result of this event.